Event description:
It was reported that a patient was evaluated after increased presumed sacroiliac joint pain. The patient did not report any issues with the stimulator and did not report loss of therapy. A connection check was performed and was within normal limits. An impedance check identified low impedance/possible shorts at electrode 4 (impedance 785) and electrode 13 (impedance 795). The stimulation group was adjusted to avoid these two electrodes. The issue was reported as ongoing and not resolved. No patient injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.